Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited increase in pacing impedances from 400 ohms to greater than 1,000 ohms. There had been noise on the atrial electrogram, which results in inappropriate mode switches. The patient underwent a generator replacement procedure and upon pocket opening a setscrew issue was noted. The atrial setscrew and proximal df-1 setscrew were locked open. The torque wrench was unable to move the setscrews in either direction. Both pins were able to be successfully removed. Normal atrial measurements were noted through the pacing system analyzer (psa) and the patient's new generator. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. All setscrews moved freely in the terminal blocks. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be confirmed during laboratory analysis.